Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to place zebd-7-12, when awg2-35-450 kept in left ihd, he pushed zebd up, when zebd up to duodenum, he found the wires somewhere was peeled, he pulls back the wire, but led zebd dropped into duodenum, he used snare to grab it out, so, he wanted to complaint awg2-35-450 and zebd-7-12 at the same time.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-mar-2026. The following was received via email on 09jan2026: what was the target location for the stent? Cbd. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Keep in dark and cool warehouse, temperature always keep around 22°c. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? He used our cook¿s awg2-35-450. Was the wire guide lubricated prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Was the device at the center of the complaint inspected for damage prior to use? Yes. Were previous procedures carried out prior to placing the complaint device? Yes, he¿s a very experienced ercp procedure performer. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? He used another zebd-7-12 plastic stent. Had a sphincterotomy been performed prior to this occurrence? Yes. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-260v. Please indicate the location in the body where the stent device was to be placed: biliary duct. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? No. How did the physician determine the length of the stent to be used for the procedure? Computed tomography. Where was the stricture located in the duct? The middle part. Was the stricture dilated prior to placing the device? No. Was resistance encountered when advancing the stent through the obstructed area? No. Did any section of the device detach inside the endoscope or patient? No. Please indicate whether the device broke in the endoscope or in the patient. Endoscope. Was the broken device retrieved? Yes, snare. Were any modifications made to the complaint device or accessories used with the device in this procedure? No. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Did the patient require any additional procedures as a result of this event? No.

Manufacturer narrative:
Device evaluation: 01 unit of lot c2209177 of zebd-7-12 was returned was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 04 mar 2026. Visual inspection: stent returned with broken section of pigtail curl separate, catheter also returned. Stent examined and observed to be severely damaged on the non-tapered end pigtail curl. Section of pigtail curl broken measured at approx. 2cm in length. Functional inspection: 0.035 inch wire guide does not pass through the stent. The reported failure was observed. A photo was received which revealed the damaged stent within the package where a section of the pigtail curl was broken. Manufacturing records: prior to distribution, all devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-12 device of lot number c2209177 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2209177. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A potential root cause of the event may be damage sustained by the wire guide during the initial preparation stages, which subsequently contributed to the migration of the stent into the duodenum. It is possible that the tip of the wire guide became compromised during handling and that this damage was not identified prior to use. This initial compromise may have progressed during the procedure, resulting in unraveling of the wire guide. Such unraveling could have facilitated the unintended migration of the stent. The break observed on the pigtail curl of the stent was likely incurred during retrieval using the snare. An alternative possibility is that a kink developed on the pigtail curl, which worsened during advancement of the stent. This may have caused the wire guide to become stuck, leading to subsequent unraveling and ultimately contributing to the migration and break of the device. Additional information provided in the patient/event notes confirmed that no tortuous anatomy or resistance was encountered that could have contributed to the reported issue. However, because the clinical conditions of the procedure could not be fully replicated in the laboratory, the root cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, during stent placement, the wire guide sustained damage causing the stent to migrate into the duodenum, requiring snare retrieval. Confirmed quantity of 1 device, confirmed used. According to the initial report, the device had to be retrieved with a snare during the same procedure. Investigation findings conclude that a definitive root cause could not be determined from the available information. A potential root cause of the event may be damage sustained by the wire guide during the initial preparation stages, which subsequently contributed to the migration of the stent into the duodenum. It is possible that the tip of the wire guide became compromised during handling and that this damage was not identified prior to use. This initial compromise may have progressed during the procedure, resulting in unraveling of the wire guide. Such unraveling could have facilitated the unintended migration of the stent. The break observed on the pigtail curl of the stent was likely incurred during retrieval using the snare. An alternative possibility is that a kink developed on the pigtail curl, which worsened during advancement of the stent. This may have caused the wire guide to become stuck, leading to subsequent unraveling and ultimately contributing to the migration and break of the device. Additional information provided in the patient/event notes confirmed that no tortuous anatomy or resistance was encountered that could have contributed to the reported issue. However, because the clinical conditions of the procedure could not be fully replicated in the laboratory, the root cause of this complaint could not be conclusively determined.